Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was powerbroken, had holes in the hose and low revolutions per minutes (rpms). Therefore, the reported condition was confirmed. It was determined that the device failed safety assessment because the device was power broken from failure to follow the directions for use and running the device in the safe or load position. It was determined that the holes in the hose by the muffler were indicative of device of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the holes in the hose were allowing air to leak, which caused a lack of air pressure and low oil which caused the low rpms. The assignable root cause was determined to be due to user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device had a hole in the hose at the muffler end. It was further reported that towards the end of the surgery, the device was lacking power. There were no delays in the surgical procedure. A spare device was not needed as the same device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.